Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('still spotting') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added-genital spotting ( still spotting ). Product stop date and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('still spotting') in an adult female patient who had essure (batch no. C51091 - inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis, bacterial vaginosis, vulvitis, irregular periods, adenomyosis, pelvic pain, uterus enlarged, malposition of uterus, subserous leiomyoma of uterus and chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy, robotic assisted single site laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: 4 coils in left ostia, 4 coils in right ostia. Lot number: c51091. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('still spotting') in an adult female patient who had essure (batch no. C51091) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis, bacterial vaginosis, vulvitis, irregular periods, adenomyosis, pelvic pain, uterus enlarged, malposition of uterus, subserous leiomyoma of uterus and chronic cervicitis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy, robotic assisted single site laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: 4 coils in left ostia, 4 coils in right ostia . Lot number: c51091. Most recent follow-up information incorporated above includes: on 26-apr-2021: medical record received : lot number, reporter information, medical history and insertion date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysto") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.